Event description:
It was reported that during an aneurysm clipping procedure, the disposable perforator failed to disengage after drilling into the skull and the pt's dura was nicked. No permanent effects.